Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized. It was stated that the customer fell unconscious and was taken to the hospital with high blood glucose over a 1000 mg/dl and was in diabetic coma. Customer is currently in rehab and her blood glucose value is still over 400 mg/dl. Customer was wearing the insulin pump at the time of the 911 call. Customer's daughter is trying to get her back on the insulin pump. It was confirmed that the drive support cap is recessed. The device passed the self test and displacement test. Nothing further reported.